Event description:
The patient called 06/07/2006 and reported being successfully fit in advance lenses a few weeks prior to event. The patient reported initially experiencing eye pain resulting in the patient presenting to be evaluated by several doctors in the boston area. The patient reported being diagnosed with anterior uveitis and is currently being treated with predforte steroid eye drops. Several attempts were made to contact the patient and obtain additional information and product in question regarding event. The patient called in 2007, to report that she has been diagnosed with ankylosing spondylitis. The patient states one of the treating physicians informed the patient that uveitis is common with this autoimmune disorder and may or may not be related to contact lens wear. Requested contact details for any/all treating physicians in order to obtain additional information. The patient agreed to provide follow up information. A lot history review of the product lot number provided by the patient was performed. All product parameters tested were within specification; all sterilization requirements were successful completed. Will report any additional information within 30 days after receipt should any additional information become available.

Manufacturer narrative:
Device labeling for reuse. No conclusion can be drawn.